Manufacturer narrative:
The authorized service provider replaced the battery.

Event description:
The customer reported check vent battery failed error and cracked top case. The device was not in patient use. The customer stated that the manufacturing date of the battery is 2016 and its voltage is over 16. When the customer disconnected the ac power, the unit operated as expected and voltage showed over 16. Based on the ventilator¿s service manual, the battery is to be replaced every five years as per periodic maintenance procedures. Further information is pending.